Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient presented to clinic experiencing pain with pacing. The physician elected to explant and replace both atrial and left bundle branch area pacing leads. The patient's condition was stable following the procedure.